Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2019 the patient's body rejected the stimulator and the wound failed to heal, which resulted in "decay" in the left side wound. The implantable neurostimulator (ins) was moved from the left side to right side, but the same issue occurred again. The ins was explanted, and re-implant was not being considered due to patient's health.